Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During removal of the right axillary impella 5.5, clot/fibrin was observed within the inlet and outlet. There was also blockage of distal perfusion to the right arm. Angiography revealed clot/thrombus at the anastomosis site. Ballooning and steering were performed to reopen the artery with successful restoration of flow. A contributing factor included the patient being on p2 support for over 24 hours. Thromboembolism may occur in the setting of reduced pump flow (p2 support for >24 hours). Peripheral arterial ischemia may occur due to thrombus formation at the anastomosis site.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g04105. The investigation for the patient-device interaction/thromboembolism/peripheral arterial ischemia has been completed. The cause of the injury was not determined due to insufficient clinical details.